Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During stent deployment the balance middleweight (bmw) guide wire was jailed [entrapped] between the vessel wall and the stent. Resistance was felt during removal of the guide wire and the guide wire tip separated. No attempt was made to retrieve the separated tip. The guide wire tip remains stuck between the vessel wall and the implanted stent. There was no clinically significant delay during the procedure. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed. The reported separation was confirmed, although the reported entrapment of the device was not confirmed as it was based on operational circumstances of the procedure. It should be noted that the bmw universal guide wire instruction for use, states: do not: push, auger, withdraw or torque a guide wire that meets resistance as well as torque a guide wire if the tip becomes entrapped within the vasculature. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties to be related to operational circumstances of the procedure. A definitive cause for the reported patient effect could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.